Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely through merlin.net transmission after receiving an alert. Review of session records revealed high, out of range, hv lead impedance measurements. Pocket issue was suspected. Lead was normal under fluoroscopy. Increase in impedance was sporadic, so the physician elected to continue to follow-up the patient normally. Patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the rv lead had been exhibiting rising pacing thresholds above normal limits.

Event description:
New information received noted that the lead was explanted and replaced during device replacement procedure.

Manufacturer narrative:
A partial lead with the distal segment measuring 47.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.